Event description:
Additional information received from rep indicating that impedances remain but they have programmed around them and no further actions are planned at this time.

Manufacturer narrative:
Continuation of d10: product ID: b3300542m, serial#: (B)(6), product type: lead. Product ID: b3300542m, serial#: (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# (B)(6) product type lead product ID b3300542m lot# serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(6) , ubd: 20-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a greater than 5k impedance on left contact 1c (monopolar). No known environmental or external factor per the patient. Impedance were run on 1ma for troubleshooting, this did not clear the issue. Rep programmed around lead and issue remains unresolved as of this report. No further action is planned.